Manufacturer narrative:
Qn#: (B)(4). A representative sample has been returned to the manufacturer, however the evaluation of said sample has not been completed at the time of this initial report.

Event description:
Customer complaint alleges "the white coating has come off in the patient. The tubes were discarded". No patient harm was reported. Customer reported a representative sample is available for evaluation.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer did return a representative sample. The visual examination of the representative sample showed no discoloration, missing parts, or design irregularities. The graduation marks on the shaft were clearly visible. The inspection of the control cuffs and the 2-way stop cock did not reveal any irregularities. Closer examination of the laser foil did not show any irregularities or detachment of the laser foil. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed the reported complaint could not be confirmed. Without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "the white coating has come off in the patient. The tubes were discarded." No patient harm was reported. Customer reported a representative sample is available for evaluation.